Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 7133081, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with a spinal cord stimulation (scs) system underwent a revision procedure in which the leads were replaced due to device migration. The explanted device was discarded by the facility and will not be returned for analysis. Postoperatively, the patient is reported to have adequate pain relief.